Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a history of ischemic cardiomyopathy with heart failure. The atrial fibrillation ablation was successful, and the patient was in normal sinus rhythm (nsr). The physician removed the catheters, closed the groin incisions, and administered protamine. Subsequently, the patients blood pressure (bp) dropped. Epinephrine was given, and the bp stabilized. An echocardiogram was performed, revealing no effusion. However, the patients bp dropped again, and he lost his pulse. A code was called, and cardiopulmonary resuscitation (CPR) was initiated. Each time the patients bp dropped, he went into ventricular fibrillation (vf), and this cycle continued. Additionally, a left and right cardiac catheterization was performed, clearing the left anterior descending artery (lad), but it was not believed to be the issue as the patient never exhibited st elevation. The team suspected a severe allergic reaction to protamine. The patient was placed on life support with left and right impella devices. Due to lack of perfusion during the coding episodes, the patient developed kidney failure. The staff noted that the patient was never anoxic, and the certified registered nurse anesthetist (crna) observed that even when the bp was dropping, the patient was fighting the ventilator, attempting to breathe independently. Therefore, they believed that neurologically, the patient would be okay if his heart condition stabilized. The farawave nav catheter is not expected to return for analysis it was disposed, therefore the lot number is not available.

Manufacturer narrative:
Additional information was provided in section b2 outcomes attrib to adv event, section b5 describe event or problem, and section h6 impact codes. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a history of ischemic cardiomyopathy with heart failure. The atrial fibrillation ablation was successful, and the patient was in normal sinus rhythm (nsr). The physician removed the catheters, closed the groin incisions, and administered protamine. Subsequently, the patients blood pressure (bp) dropped. Epinephrine was given, and the bp stabilized. An echocardiogram was performed, revealing no effusion. However, the patients bp dropped again, and he lost his pulse. A code was called, and cardiopulmonary resuscitation (CPR) was initiated. Each time the patients bp dropped, he went into ventricular fibrillation (vf), and this cycle continued. Additionally, a left and right cardiac catheterization was performed, clearing the left anterior descending artery (lad), but it was not believed to be the issue as the patient never exhibited st elevation. The team suspected a severe allergic reaction to protamine. The patient was placed on life support with left and right impella devices. Due to lack of perfusion during the coding episodes, the patient developed kidney failure. The staff noted that the patient was never anoxic, and the certified registered nurse anesthetist (crna) observed that even when the bp was dropping, the patient was fighting the ventilator, attempting to breathe independently. Therefore, they believed that neurologically, the patient would be okay if his heart condition stabilized. The farawave nav catheter is not expected to return for analysis it was disposed, therefore the lot number is not available. It was further reported that the patient was not stabilized as the patient passed away. The renal failure was confirmed by the physician. No dialysis was performed as the patient had passed away. The patients pre-procedure ef was around 20 to 25 percent. No information available on patient age and gender. There was no information on how many ablation lesions but ablation was performed on the cti, svc, pvi and posterior wall. This was not a repeat ablation procedure.

Manufacturer narrative:
Correction to section h6 device codes, code a2304 was added and h6 evaluation conclusion codes. Additional information was provided in section b2 outcomes attrib to adv event, section b5 describe event or problem, and section h6 impact codes detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a history of ischemic cardiomyopathy with heart failure. The atrial fibrillation ablation was successful, and the patient was in normal sinus rhythm (nsr). The physician removed the catheters, closed the groin incisions, and administered protamine. Subsequently, the patients blood pressure (bp) dropped. Epinephrine was given, and the bp stabilized. An echocardiogram was performed, revealing no effusion. However, the patients bp dropped again, and he lost his pulse. A code was called, and cardiopulmonary resuscitation (CPR) was initiated. Each time the patients bp dropped, he went into ventricular fibrillation (vf), and this cycle continued. Additionally, a left and right cardiac catheterization was performed, clearing the left anterior descending artery (lad), but it was not believed to be the issue as the patient never exhibited st elevation. The team suspected a severe allergic reaction to protamine. The patient was placed on life support with left and right impella devices. Due to lack of perfusion during the coding episodes, the patient developed kidney failure. The staff noted that the patient was never anoxic, and the certified registered nurse anesthetist (crna) observed that even when the bp was dropping, the patient was fighting the ventilator, attempting to breathe independently. Therefore, they believed that neurologically, the patient would be okay if his heart condition stabilized. The farawave nav catheter is not expected to return for analysis it was disposed, therefore the lot number is not available. It was further reported that the patient was not stabilized as the patient passed away. The renal failure was confirmed by the physician. No dialysis was performed as the patient had passed away. The patients pre-procedure ef was around 20 to 25 percent. No information available on patient age and gender. There was no information on how many ablation lesions but ablation was performed on the cti, svc, pvi and posterior wall. This was not a repeat ablation procedure.